Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1 - initial reporter email and last name unknown. One unopened device was returned for evaluation. Visual inspection of the returned sample showed skiving to the syringe barrel shoulder. The noted damage resulted in a hole being present, thus complaint confirmation. Functional testing was not conducted as it was evident the hole on the barrel would cause leakage to occur. A root cause for the issue could not be determined. The DHR information for this lot, indicated that the product met established acceptance requirements.

Event description:
It was reported that the device was broken when checked before use. Device evaluation noted a leakage issue. There was no patient involvement, and no patient harm reported.